Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Physician reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: opening, crease fold, and wear abrasion. A leak test was performed and found opening on posterior. A microscopic analysis was performed which identified striated edge opening on posterior and crease sharp opening on posterior with non-penetrating nicks. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening. A striated opening in the posterior side assessed as surgical damage. Non-penetrating nicks.

Event description:
Physician reported left side deflation. Device has been explanted.